Manufacturer narrative:
Qn#(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the helium loss 3 alarm is not able to be confirmed. If the part or additional information is received at a later date, a full investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on a patient, the staff experienced a helium loss alarm (3). As a result, the iabp was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on a patient, the staff experienced a helium loss alarm (3). As a result, the iabp was replaced. There was no report of patient complications, serious injury or death.